Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer overfilled the cartridge but understood corrective advice from technical support and independently resolved the issue by changing the cartridge, successfully resuming insulin without further complications.